Event description:
It was reported that the patient stated the device is faulty and the alarm continues to sound. The patient's physician office was contacted and the clinic reported that the patient has not seen since about (B)(6) 2011. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.